Event description:
End user was sitting in the chair and the bolt cracked in half. The end user was in the tub and the chair collapsed while she was sitting on it and had to go to the hospital. The extent of the injury is not known at this time.